Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation device and brown particles in the device. Cloudy and voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process the events of capsular contracture baker grade unknown, cellulitis and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: patient¿s concern with the product, capsular contracture baker grade unknown , cellulitis and abscess of the breast, and increased risk of alcl..

Event description:
Health professional reported right side exchange from textured to smooth implant due to the patient¿s concern with the product. Later, patient representative reported, "capsular contracture baker grade unknown requiring bilateral capsulectomy, cellulitis and abscess of the breast, and increased risk of alcl." The device has been explanted.